Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may be over delivering. The customer¿s blood glucose level was unknown at the time of the incidents. The customer would turn off basal rates for 30 minutes and still wind up low. The customer used food to treat the lows. The customer was using the insulin pump at the time of the incidents. The customer switched to a different pump with the same settings and the lows stopped. The pump was exposed to a magnetic field. Troubleshooting was not completed but the pump passed a displacement test. The insulin pump will be returned for analysis. Unomed set.